Event description:
This unsolicited case from italy was received on 31-aug-2016 from a physician. This case concerns a (B)(6) male patient who initiated treatment with synvisc and after one day experienced low grade fevers and developed synovitis. The patient was suffering from a patella-femoral pain syndrome. No past drug, concomitant medication or concurrent condition was provided. On an unknown date in (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, indication: not provided; batch/lot number: 5rse040 and expiration date: aug-2018) into unspecified location. On an unknown date in (B)(6) 2016 (latency: 01 day after receiving the injection), the patient developed a knee synovitis. As corrective treatment, the patient underwent an abundant arthocentesis of the knee (more than 100 cc). It was reported that the patient also experienced low grade fever and for this reason he was hospitalized for a couple of days to investigate a septic arthritis, and then excluded. The patient completely recovered from synovitis on an unknown date in (B)(6) 2016. It was reported that the reaction occurred the day after synvisc-one infiltration. The reporter excluded any competitive activity performed by the patient the day of the infiltration but he cannot confirm that the patient did not do any type of effort. The situation lasted a long time after brief hospitalization, and then patient completely recovered from low grade fever on an unknown date in 2016. Action taken: unknown. Corrective treatment: arthrocentesis more than 100 cc for synovitis and not reported for low grade fever. Outcome: recovered/ resolved for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The production and quality control documentation for lot # 5rse040 expiration date (08/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rse040 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints in order to determine if a CAPA was required. Seriousness criteria: hospitalization or the event of low grade fever. Follow up was received on 02-sep-2016. It was reported that a ptc would be opened. Additional information was received on 06-sep-2016. Gptc number and results received and added. Expiration date of suspect drug added. Clinical course updated. Text amended accordingly. Additional information was received on 13-sep-2016 from physician. Patient's age and medical history were added. Corrective treatment was updated for the event of synovitis. Clinical course updated and text amended accordingly. Additional information was received on 15-sep-2016 from physician. Event start date was updated for the event of synovitis from (B)(6) 2016. Outcome was updated for the event of low grade fever from unknown to recovered. Latency was added. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 6-sep-2016, 13-sep-2016 and 15-sep-2016: the additional information does not alter the previous case assessment. Sanofi company comment dated 2-sep-2016: this case concerns a patient who experienced low grade fever after receiving synvisc injection and was hospitalized to rule out septic arthritis. Based upon the temporal relationship the event has been assessed as possibly related to the administration of synvisc. However, patient also experienced synovitis for which large arthrocentesis was performed, procedure could have led to the development of the development of low grade fever, but since exact chronology of these events is not clear from the initial report a comprehensive case assessment is not possible.

Event description:
Upon internal review on 22-sep-2016, suspect product was updated from synvisc to synvisc one. This unsolicited case from (B)(6) was received on 31- aug-2016 from a physician. This case concerns a (B)(6) male patient who initiated treatment with synvisc one and after one day experienced low grade fevers and developed synovitis. The patient was suffering from a patella-femoral pain syndrome. No past drug, concomitant medication or concurrent condition was provided. On an unknown date in (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection once (dose, indication: not provided; batch/lot number: 5rse040 and expiration date: aug-2018) into unspecified location. On an unknown date in (B)(6) 2016 (latency: 01 day after receiving the injection), the patient developed a knee synovitis. As corrective treatment, the patient underwent an abundant arthrocentesis of the knee (more than 100 cc). It was reported that the patient also experienced low grade fever and for this reason he was hospitalized for a couple of days to investigate a septic arthritis, and then excluded. The patient completely recovered from synovitis on an unknown date in (B)(6) 2016. It was reported that the reaction occurred the day after synvisc-one infiltration. The reporter excluded any competitive activity performed by the patient the day of the infiltration but he cannot confirm that the patient did not do any type of effort. The situation lasted a long time after brief hospitalization, and then patient completely recovered from low grade fever on an unknown date in 2016. Action taken: unknown. Corrective treatment: arthrocentesis more than 100 cc for synovitis and not reported for low grade fever outcome: recovered/ resolved for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The production and quality control documentation for lot # 5rse040 expiration date (08/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rse040 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints in order to determine if a CAPA was required. Seriousness criteria: hospitalization or the event of low grade fever. Follow up was received on 02-sep-2016. It was reported that a ptc would be opened. Additional information was received on 06-sep-2016. Gptc number and results received and added. Expiration date of suspect drug added. Clinical course updated. Text amended accordingly. Additional information was received on 13-sep-2016 from physician. Patient's age and medical history were added. Corrective treatment was updated for the event of synovitis. Clinical course updated and text amended accordingly. Additional information was received on 15-sep-2016 from physician. Event start date was updated for the event of synovitis from (B)(6) 2016. Outcome was updated for the event of low grade fever from unknown to recovered. Latency was added. Clinical course updated and text amended accordingly. Upon internal review on 22-sep-2016, suspect product was updated from synvisc to synvisc one. Pharmacovigilance comment: sanofi company comment for follow up dated 6-sep-2016, 13-sep-2016 and 15-sep-2016: the additional information does not alter the previous case assessment. Sanofi company comment dated 2-sep-2016: this case concerns a patient who experienced low grade fever after receiving synvisc one injection and was hospitalized to rule out septic arthritis. Based upon the temporal relationship the event has been assessed as possibly related to the administration of synvisc one. However, patient also experienced synovitis for which large arthrocentesis was performed, procedure could have led to the development of the development of low grade fever, but since exact chronology of these events is not clear from the initial report a comprehensive case assessment is not possible.

Event description:
This unsolicited case from (B)(6) was received on 31-aug-2016 from a physician. This case concerns a male patient of unspecified age who initiated treatment with synvisc and after unknown latency experienced low grade fevers and developed synovitis. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date in (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, indication: not provided; batch/lot number: 5rse040 and expiration date: aug-2018) into unspecified location. On (B)(6) 2016 (latency: unknown), the patient developed a knee synovitis. As corrective treatment, the patient underwent an abundant arthrocentesis of the knee. On an unspecified date in (B)(6) 2016 (latency: unknown), the patient also experienced low fever and for this reason he was hospitalized for a couple of days to investigate a septic arthritis, and then excluded. The patient completely recovered on an unknown date. Action taken: unknown corrective treatment: arthrocentesis for synovitis and not reported for low grade fever. Outcome: recovered/ resolved for synovitis and unknown for low grade fever, a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The production and quality control documentation for lot # 5rse040 expiration date (08/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rse040 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints in order to determine if a CAPA was required. Seriousness criteria: hospitalization or the event of low grade fever. Follow up was received on 02-sep-2016. It was reported that a ptc would be opened. Additional information was received on 06-sep-2016. Gptc number and results received and added. Expiration date of suspect drug added. Clinical course updated. Text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 06-sep-2016: the additional information does not alter the previous case assessment. Sanofi company comment dated (B)(6) 2016: this case concerns a patient who experienced low grade fever after receiving synvisc injection and was hospitalized to rule out septic arthritis. Based upon the temporal relationship the event has been assessed as possibly related to the administration of synvisc. However, patient also experienced synovitis for which large arthrocentesis was performed, procedure could have led to the development of the development of low grade fever, but since exact chronology of these events is not clear from the initial report a comprehensive case assessment is not possible.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2016 from a physician. This case concerns a (B)(6) male patient who initiated treatment with synvisc and after unknown latency experienced low grade fevers and developed synovitis. The patient was suffering from a patella-femoral pain syndrome. No past drug, concomitant medication or concurrent condition was provided. On an unknown date in (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, indication: not provided; batch/lot number: (B)(4) and expiration date: aug-2018) into unspecified location. On (B)(6) 2016 (latency: unknown), the patient developed a knee synovitis. As corrective treatment, the patient underwent an abundant arthrocentesis of the knee (more than 100 cc). On an unspecified date in (B)(6) 2016 (latency: unknown), the patient also experienced low fever and for this reason he was hospitalized for a couple of days to investigate a septic arthritis, and then excluded. The patient completely recovered on an unknown date. It was reported that the reaction occurred the day after synvisc-one infiltration. The reporter excluded any competitive activity performed by the patient the day of the infiltration but he cannot confirm that the patient did not do any type of effort. The situation lasted a long time after brief hospitalization, and then it completely recovered. Action taken: unknown corrective treatment: arthrocentesis more than 100 cc for synovitis and not reported for low grade fever outcome: recovered/ resolved for synovitis and unknown for low grade fever a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The production and quality control documentation for lot # 5rse040 expiration date (08/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rse040 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints in order to determine if a CAPA was required. Seriousness criteria: hospitalization or the event of low grade fever follow up was received on 02-sep-2016. It was reported that a ptc would be opened. Additional information was received on 06-sep-2016. Gptc number and results received and added. Expiration date of suspect drug added. Clinical course updated. Text amended accordingly. Additional information was received on 13-sep-2016 from physician. Patient's age and medical history were added. Corrective treatment was updated for the event of synovitis. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 06sep-2016 and 13-sep-2016: the additional information does not alter the previous case assessment. Sanofi company comment dated 2-sep-2016: this case concerns a patient who experienced low grade fever after receiving synvisc injection and was hospitalized to rule out septic arthritis. Based upon the temporal relationship the event has been assessed as possibly related to the administration of synvisc. However, patient also experienced synovitis for which large arthrocentesis was performed, procedure could have led to the development of the development of low grade fever, but since exact chronology of these events is not clear from the initial report a comprehensive case assessment is not possible.

Event description:
This unsolicited case from italy was received on 31-aug-2016 from a physician. This case concerns a male patient of unspecified age who initiated treatment with synvisc and after unknown latency experienced low grade fevers and developed synovitis. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date in (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, indication: not provided; batch/lot number: 5rse040 and expiration date: unknown) into unspecified location. On (B)(6) 2016 (latency: unknown), the patient developed a knee synovitis. As corrective treatment, the patient underwent an abundant arthocentesis of the knee. On an unspecified date in (B)(6) 2016 (latency: unknown), the patient also experienced low fever and for this reason he was hospitalized for a couple of days to investigate a septic arthritis, and then excluded. The patient completely recovered on an unknown date. Action taken: unknown. Corrective treatment: arthrocentesis for synovitis and not reported for low grade fever. Outcome: recovered/ resolved for synovitis and unknown for low grade fever. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization or the event of low grade fever. Follow up was received on 02-sep-2016. It was reported that a ptc would be opened. Pharmacovigilance comment: (B)(4) comment dated 2-sep-2016: this case concerns a patient who experienced low grade fever after receiving synvisc injection and was hospitalized to rule out septic arthritis. Based upon the temporal relationship the event has been assessed as possibly related to the administration of synvisc. However, patient also experienced synovitis for which large arthrocentesis was performed, procedure could have led to the development of the development of low grade fever, but since exact chronology of these events is not clear from the initial report a comprehensive case assessment is not possible.